Event description:
It was reported that a red battery alarmed occurred while the power module was connected to the socket. The alarm persisted even after the battery was replaced. To switch off alarm, the internal battery and power card had to be disconnected from wall charger. Related manufacturer report number # 2916596-2021-07652.

Manufacturer narrative:
Reporter name: (B)(6). There was no patient involved in this event. The PMA# provided is associated with most recent approval.. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) producing a red battery alarm was confirmed via evaluation of the system at the european distribution center (edc). Visual inspection of the returned unit revealed indentations on the corner of the system¿s battery. It was also noted that the battery had exceeded its expiration date of 29feb2020, according to the label. When power was connected to the system, the red battery alarm was activated. The expired and damaged battery was replaced, and the system did not produce any atypical alarms. Though the power module performed as intended after the battery replacement, the unit was scrapped due to irreparable serial number label damage. The root cause of the red battery alarms can be traced to the battery¿s usage exceeding its expiration date by approximately 660 days. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 11oct2011. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU explains all power module related alarms and the appropriate actions to address them. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.